Event description:
A customer reported that a system message occurred during the irrigation/aspiration portion of a combined procedure. The surgeon switched off the system and then switched it on again, and the error could not be resolved. The procedure was completed with another system after a delay of 90 minutes. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).